Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and insulin pump had bolus stopped alarm. Customer experienced other relevant blood glucose values such as 431 mg/dl, 332 mg/dl and 553 mg/dl. Customer stated that they were able to clear the alarm. Customer stated the insulin pump was neither dropped nor bumped. Customer stated that the battery cap was not loose. The insulin pump will not be returned for analysis.